Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Self adhesive doesn't stick. It comes off after a few minutes. No adverse event alleged. Material requested for investigation.